Event description:
It was reported that unspecified bd¿ tubes had erroneous results. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported the tubes had erroneous results. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: no. Inconsistent results between different assays or instruments with samples: yes. Results that are not consistent with the patient¿s clinical condition: no. Inconsistent results between samples collected with different types of bd blood collection tubes: yes. Inconsistent results with bd blood collection tubes compared to other tube types: no. Inconsistent results between different assays or instruments with samples you indicated that you have experienced inconsistent results between different assays or instruments with samples. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Green top lithium heparin tube. Varying results between blood gas instrument, chemistry analyzer and I-stat handheld device . Has this issue been reported to bd? If so, please provide the six digit-complaint number. No. Inconsistent results between samples collected with different types of bd blood collection tubes you indicated that you have experienced inconsistent results between samples collected with different types of bd blood collection tubes. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Same as previous comment. Has this issue been reported to bd? If so, please provide the six digit-complaint number. No.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes had erroneous results. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported the tubes had erroneous results. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results? No. Inconsistent results between different assays or instruments with samples? Yes. Results that are not consistent with the patient¿s clinical condition? No. Inconsistent results between samples collected with different types of bd blood collection tubes? Yes. Inconsistent results with bd blood collection tubes compared to other tube types? No. Inconsistent results between different assays or instruments with samples you indicated that you have experienced inconsistent results between different assays or instruments with samples. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Green top lithium heparin tube. Varying results between blood gas instrument, chemistry analyzer and I-stat handheld device. Has this issue been reported to bd? If so, please provide the six digit-complaint number? No. Inconsistent results between samples collected with different types of bd blood collection tubes you indicated that you have experienced inconsistent results between samples collected with different types of bd blood collection tubes. Please provide details below, including product reference catalog number, batch/lot information, etc. In 200 characters or less. Same as previous comment. Has this issue been reported to bd? If so, please provide the six digit-complaint number. No.